Manufacturer narrative:
Iris field service engineer confirmed the ca control was failing for bilirubin. The fse identified the strip provider module (spm) was delivering chemistry strips on top of the strip conveyor system (scs) causing the pipette to run into the strip. The fse adjusted the alignment of the spm to resolve the issue. The fse reran controls and the controls passed. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported they are failing ca quality control for bilirubin. The customer observed the bilirubin pad was not getting dosed. There were no erroneous results generated or reported out of the lab.